Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricle and superior vena cava impedances have spiked to 150 ohms. The physician decided to extract the lead. Device is still in use. No patient complications have been reported as a result of this event.